Event description:
Report 1 of 2: it was reported that while using the bd onclarity hpv assay reagent pack on bd cor, an hpv false negative result was obtained. Upon repeat testing on the bd cor, an hpv positive result was obtained, which correlated with the patient's cytology findings. The hpv positive result was reported to the doctor and there was no report of patient impact. Following insufficient amplification of the p1 genotype on our internal quality control (pool), I would like to make a complaint about pcr plate batch no. 3352721. In fact, we have noticed that our control was outputting the p1 genotype too late. However, the same vials were run the next day with a different pcr plate batch number, and they produced the p1 genotype at the expected CT. At the same time, we noticed a decrease in the p1 genotype in all our patients when this batch was used. We therefore decided to repeat 200 negative typing responses with lot 3352721. These flasks were re-plated with a pcr plate batch other than 3352721. Out of the 200 vials, we had 2 mismatches: in these 2 cases, the p1 genotype came out positive in the 2nd run with CT values of 28.8 and 29.4, whereas there was no trace of p1 with lot 3352721. In our population, the p1 genotype is positive in around 1.5% of cases. We set aside the 3352721 pcr plates, which we felt represented a false-negative risk for p1. Please do not hesitate to come back to me for further information, and thank you for giving me feedback on your analysis of this batch. Additional information received on (B)(6) 2024 were patient samples taken? Yes, the 2 discordant results we had corresponded to patient analyses. If so, were the erroneous results communicated to the clinician? Yes, the results had already been communicated to the clinician and the patients. If so, were there any negative consequences for the patient? The recommendations indicated on the report were erroneous, because for the 2 patients it was a case of persistent oncogenic hpv, so a colposcopy should be performed. Could you please provide the catalog number of the faulty product? Product reference: (B)(4). Bd onclarity hpv assay reagent pack. The lot number in the box is 4058110 but only the pcr plate in the box is defective, lot 3352721.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant results on the hpv assay on the bd cor system (catalog # 443982, batch # 4058110). Bd investigation required review of the batch history records, review of initial quality control release testing, functional analysis of retention materials from the customers reported reagent batch and complaint trending review. The batch history record were reviewed and no discrepancies were noted. The initial quality control release testing was evaluated and met acceptance criteria required for release with no evident to discrepant performance. The functional analysis was completed on the hpv cor pcr plate and met acceptance criteria with 100% positivity. Bd was unable to confirm or duplicate the customers report. No corrective actions were taken at this time. There are no current complaint trends associated with discrepant results on the hpv assay on the bd cor system. However, bd quality will continue to monitor for future trends regarding discrepant results on the hpv assay on the bd cor system. Additionally, the clinical cut-off of an hpv assay is set to biopsy-confirmed histology endpoints (cin2+) and that infections that do not meet this level are correctly considered clinically negative. Bd apologizes for any inconvenience. If there are any questions or concerns, please do not hesitate to contact bd technical services.